Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the appendix was removed and placed on a device's bag, the surgeon tried to remove the bag with the appendix but the bag broke and the appendix fell on the left lower quadrant incision. Another bag was used to retrieve the appendix.